Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented post implant in clinic. Atrial lead was found pacing in the ventricle. The atrial lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
Correction: the lead dislodgement was noted. The lead was explanted due to dislodgement.